Event description:
It was reported that the implant in sites 22 and 27 fell out and patient reported site pain since implant placement. No medical history reported and no further information provided. Non-integration.

Event description:
It was reported that the implant in sites 22 and 27 fell out and patient reported site pain since implant placement. No medical history reported and no further information provided. Non-integration.